Event description:
The lay user/pt contacted lifescan in late 2008 and alleged that he had a casing issue with his one touch ultrasmart meter. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred thirteen days prior. As a result of the reported issue, he took an increased dose of diabetes medication (insulin). He also reported that 3 days after the product issue began, he passed out. There is no further info provided regarding the pt passing out or the info regarding events prior to the pt passing out (it is unk if the pt was still able to test on the subject meter after the issue began). He was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. Based on the info provided, there was misuse of the product (pt dropped meter and accidently put a chair leg on top of it). This complaint is being reported because the pt alleged that he passed out after the reported product issue began. "Passing out" can be a symptom associated with hypoglycemia. It is not known if the pt was still able to test on the meter and why he took an increased dose of insulin after the product issue began. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.